Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The batteries were returned to zoll medical us; and were found to be depleted. The batteries were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.